Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 had constant tones. When handpiece was replaced, the blades worked fine. There was no consequence to the pt.